Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, perspiration, capsular contracture baker grade I.

Event description:
Healthcare professional reported right side intracapsular rupture, capsular contracture baker grade I, perspiration, and deflation. The device has been explanted.

Event description:
Healthcare professional reported right side intracapsular rupture, capsular contracture baker grade I, perspiration, and deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, particles and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.